Event description:
It was reported that balloon rupture occurred. The patient presented with ischemic heart disease and was undergoing percutaneous coronary intervention. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 3.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient condition was good post procedure.